Event description:
It was reported to medtronic neurosurgery that there was a crack on the valve. It was also reported that there was no impact to the pt.

Manufacturer narrative:
The valve had a large tear on top of the distal occluder. It is unk how or when this damaged occurred. The damage led to the device not meeting requirements for the leakage testing. The damage also precluded the patency, siphon, reflux, and pressure-flow testings. The instructions for use that accompany the device caution that care should be taken in handling the valves as silicone has a low cut and tear resistance. A review of the mfg records showed no anomalies. All valves are 100% tested at the time of manufacture. Add'l pt/device info: the physician explanted the valve because he found csf leakage.